Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed hematoma over his pocket and infection. The hematoma eventually burst open where the implantable cardiac defibrillator (ICD) and leads were exposed. The infection however does not related to the product. During the explant procedure, it was noted that the right atrial (ra) helix was failed to be retracted. The ICD and leads including capped right ventricular (rv) lead were explanted. Temporary leadless pacemaker was implanted. The patient was stable throughout.